Manufacturer narrative:
The total bilirubin reagent lot number is 743011. The expiration date was not provided. The field service representative found contamination in the hydraulic system and pipettes in altered positions. He decontaminated, cleaned, and reassembled several parts (the water tank, hoses, valves, main water pump, and pressure sensor). The parts from the syringes to the pipettes were cleaned with hypochlorite and deionized water. Reagent purges and washing verifications were performed. The investigation is ongoing.

Event description:
There was an allegation of questionable total bilirubin results for 1 patient sample on a cobas c 311 analyzer. The initial result was 1.082 mg/dl. The repeated result was 5.555 mg/dl.

Manufacturer narrative:
Reagent issues were excluded. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.